Manufacturer narrative:
(B)(4). D10: item name: oxf uni tib tray sza lm; item number: 154718; lot: 535900. Item name: oxf twin-peg cmntd fem sm PMA; item number: 161468; lot: 485800. Item name: unknown cement; item number: unknown; lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision surgery due to aseptic loosening, approximately 11 months post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h10, h11. No products were returned or pictures provided; a product evaluation could not be performed. The device is not related to the reported loosening as it did not interface with the bone. This is a limited investigation, as per (B)(4), a review of manufacturing records, a complaint history review, and a product hold/recall search are not required. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.